Manufacturer narrative:
Additional information was received that the infection was located at the ipg site.

Event description:
A report was received that the patient was experiencing infection. The physician believed it was not device related. The patient underwent an explanted procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that there was drainage at the pocket site for two weeks. The patient was placed on antibiotics.

Event description:
A report was received that the patient was experiencing infection. The physician believed it was not device related. The patient underwent an explanted procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was experiencing infection. The physician believed it was not device related. The patient underwent an explanted procedure. No device malfunction was suspected. The patient was doing well postoperatively.